Event description:
As reported, approximately two years post initial right total shoulder arthroplasty, the male patient had a revision of their reverse shoulder due to infection. After exposing the joint, the implants were well fixed, however the joint was obviously infected. The glenoid baseplate was removed easily enough with a slap hammer without significant bone loss, and the stem was removed with osteotomes. An antibiotic cement spacer was implanted. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. The prosthesis wear from impingement noted in the provided image does not appear to be related to the reason for the revision but may be related to implant positioning, implant size, and/or patient anatomy. However, this cannot be confirmed because the components were not returned for evaluation and no radiographs were provided. D10: (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), a10012 - gps implant kit v2.